Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use the unspecified vacutainer blood collection tube experienced erroneous results. The following information was provided by the initial reporter: the customer stated "two months ago patient¿s psa test was elevated and a re-test was performed where the second test was found to be normal. The vacutainer tube was the sst tube. The lab is not sure if this was a faulty tube or caused by other reasons. This occurred only one time and it was not reported to bd. ¿ additional information: customer stated they do "not have the information you require. It could not be confirmed that abnormal result was due to the vacutainer used. Bd rep reached out asking if we had any abnormal test results, and an abnormal psa was the only abnormal result that applied. Customer does not have a complaint about the product used, as they are not certain it was a factor in the abnormal result.